Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, materials, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following this treatment. He opened the cassette door and found fluid leaking from the cassette. The set was not made available for evaluation. During follow up, the patient's pd nurse reported the patient did not have any signs of infection and his effluent has remained clear. He was not prescribed any antibiotics.